Event description:
It was reported that the patient presented to the emergency room with overdose symptoms. The pump was filled the previous day; a concentration change was made but a bridge bolus was not programmed. The previous concentration was 1000mcg/ml of compounded baclofen and 12.5mg/ml of morphine sulfate at a dose of 245mcg/day. The new drug concentration was compounded baclofen 750mcg/day and 6.5mg/ml of morphine sulfate programmed to deliver 300mcg/day. With this programming change, the flow rate was increased by 60% and the old drugs were delivered at this flow rate for 20.5 hours causing an overdose. The patient was given narcan and was improved. The reporter called back to state that the pump was stopped. The hcp was considering options for further management of the pump dosing. A follow-up report wil be sent if additional information becomes available to us.